Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no ramping display and no moisture damage on the electronic assembly. The pump had dog chew marks on the reservoir tube and no dog bite marks on the screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 144 mg/dl at the time of incident. The customer stated that her dog got a hold of her pump. The keypad was not working, the numbers were ramping on its own and there was moisture under the lcd screen. She stated that there were bite marks on the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.